Manufacturer narrative:
The insulin pump received with intermittent down arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a button error. The blood glucose reading was 327 mg/dl. The customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump would be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.